Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. It was also reported that the rv lead exhibited high thresholds, undefined impedance qualified as high, ventricular oversensing resulting in pacing inhibition/loss of capture and signs of possible dislodgement and fracture. The lead was reprogrammed and later capped and replaced. No further patient complications have been reported as a result of this event.